Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction the tip the user used a high energy endo therapy accessory, such as high frequency, without keeping enough distance from the distal end of the subject device. The event can be prevented by following the instructions for use which state: the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burned distal tip. There was no patient involvement.